Event description:
This notification is being reviewed due to a user of a dreamstation bipap device with an allegation of error code present. There was no serious patient harm or injury. There was no medical intervention reported. The device was returned to a third party service center for evaluation. Visible foam degradation was found in the device assembly. No error codes were found in the device log history.